Event description:
Patient's mother reported both of the side buttons on the infusion device are defective. Mother stated the patient was admitted to the hospital on (B)(6) 2012 due to elevated blood glucose results because patient couldn't have the proper units of boluses. Patient's mother called his doctor and was advised to correct the elevated blood glucose levels with 10.0 units of insulin from an insulin pen and to be admitted to the hospital. Patient was in the hospital from (B)(6) 2012. Patient's blood glucose level was hi on (B)(6) 2012 at 1 pm. Patient's normal blood glucose level was not provided. Patient's health is okay today and he has returned home. No further information available. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.